Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the collet stuck to the sleeve in the reported problem area of the pipetter assembly. The fse cleaned the sleeve and collet. The instrument was inspected, tested without further problem, and returned to service.